Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer's representative (rep) the stimulator gave them greater than 50% relief for about a year after implant. The consumer had a fall in (B)(6) 2014, and since then she felt that she hadn't had greater than 50% relief. It was noted she had two subsequent falls since that time, and increased pain in their left leg. X-rays were performed, but there was no notable change in lead placement noticed by the physician. Several attempts were made to reprogram the consumer with ld and hd without success. The consumer turned the stimulator off and noticed very little different, so they had the device explanted on (B)(6). It was unknown what led to the event or if the issue was resolved at the current time.